Manufacturer narrative:
(B)(4) date sent: 10/2/2023.

Manufacturer narrative:
(B)(4). Date sent: 11/7/2023. D4: batch #220c86. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived with the drivers and knife exposed and there were no staples present. Anvil and washer were not returned. The knife was not able to retract. No functional test was performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and two driver links were found to be broken causing the disengaged from the compression element. Damage noted on the legs of the drivers and the compression element is a likely cause for the knife not retracting below the guide face. In addition, several corrosion was found inside the casing area. The event reported was confirmed and it is related to improper use of the device. The damage on the knife and the driver's link in this case is consistent when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 220c86, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 9/7/2023 additional information was requested, and the following was obtained: 1. Could you please provide more details for "anvil was stuck"? N/a. 2. Please provide more details how device was removed? Unknown, surgeon did not say how to remove device.

Event description:
It was reported that during an unknown procedure the anvil was stuck. The procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 8/16/2023. D4 batch # unk. B3: only event year known: 2023. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Could you please provide more details for "anvil was stuck"? 2. Please provide more details how device was removed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.